Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date and indication of initial surgical mesh implant procedure? Other relevant patient comorbidities/concurrent procedures/medications? Product code and lot number? Onset date/time of all symptoms from initial surgery? Results after injections treatment for pain? Please provide date, indication and surgical findings for mesh removal procedure? Was any deficiency or anomaly of the mesh? If yes, please describe it? What is physician¿s opinion as to the etiology of or contributing factors to these events (ongoing pain, numbness, rash, cystitis)? What is the patient's current status? Were there all symptoms resolved after mesh removal? Could we have operational reports for review?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. On (B)(6) 2008, the patient presented with right pelvic and hip pain, numbness in feet, malaise, flue like symptoms with rash over arms and joint pains. It was also reported that ongoing pains and numbness in feet led to falls. The patient was getting injections for the right hip for pain of interstitial cystitis. It was reported that the patient underwent a mesh removal in 2 stage and stage 1 was examination under anesthesia, cystoscopy, removal of the mesh, vaginal reconstruction and urethroplasty. Additional information has been requested.